Event description:
It was reported the coil could not be inserted into the catheter. Upon removal, the coil detached. No patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had broken. (B)(4).